Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The cse inspected the device and upgraded the software to the latest revision as a precaution. The unit passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt), the device operated within the manufacturing specifications.